Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(4).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2017 for an unknown reason. As per the reporter during service it was identified that the rod failed to distract.